Event description:
Customer called to report that she received a 2nd degree burn on her lowere leg following the use of the jack frost reuseable cold pack. It was she 2nd use of the pack. She applied it directly to her skin for 30 minutes as directed on the pack, she said. She sought meical attention and received a tetanus shot and antibiotics.